Manufacturer narrative:
(B)(4). The insulin pump passed prime test, excessive no delivery test, self test and unexpected error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump was damaged; the reservoir ring was cracked in half on the customer's reservoir compartment. The patient's blood glucose at the time of incident was in the 300 mg/dl range. Troubleshooting was initiated and the caller stated that she was afraid that the reservoir would not lock in place. The insulin pump was returned for analysis.